Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in a tul procedure. According to the complainant, during functional check outside the patient, the physician reported resistance when the coil was closing. There was no resistance during extending the coil inside of the patient, and it was attempted to be closed after lithotripsy. However, it would not retract into the sheath. Force was applied to retract and the sheath was broken approximately 20cm from the proximal end of the device. Nothing detached inside the patient. The device was removed from the patient with a ureter catheter. The procedure was completed with this device. There were no patient complications and the patient was reported to be "good" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in a tul procedure. According to the complainant, during functional check outside the patient, the physician reported resistance when the coil was closing. There was no resistance during extending the coil inside of the patient, and it was attempted to be closed after lithotripsy. However, it would not retract into the sheath. Force was applied to retract and the sheath was broken approximately 20cm from the proximal end of the device. Nothing detached inside the patient. The device was removed from the patient with a ureter catheter. The procedure was completed with this device. There were no patient complications and the patient was reported to be "good" at the conclusion of the procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Analysis of the returned stone cone nitinol retrieval coil revealed the blue sheath was torn and an accordion defect was observed. The white sheath was torn and an accordion defect was observed. The device was stuck in the partially closed position, and was unable to be opened or to be fully closed. A review of the device history record (DHR) was performed; no anomalies were noted. Because the failure of the device occurred inside the patient, the most probable root cause for this event is determined to be operational context.